Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, leaving screen unresponsive and illegible so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and was advised to reprogram pump settings and reconnect continuous glucose monitor to replacement pump that technical support arranged to ship under warranty.